Event description:
It was reported that the device powers on/off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the issue to be a faulty on/off button and replaced the main control keypad assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use.